Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4) using test strip lot numbers 34521321 and 35349723. This medwatch will apply to test strip lot number 35349723. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 34521321. At 22:16, a sample from this patient was tested using the meter and test strip lot 34521321, resulting with a value of 5.5 inr. At 22:19, a sample from the patient was tested using the meter and test strip lot 34521321, resulting with a value of 5.7 inr. At 22:24, a sample from the patient was tested using the meter and test strip lot 35349723, resulting with a value of 5.6 inr. Based on the high meter results, the patient went to the emergency room for testing. At 3:24 on (B)(6) 2019, a sample from the patient was tested in the laboratory on a stago analyzer using neoplastine reagent, resulting with a value of 3.77 inr. At 4:57 on (B)(6) 2019, a sample from the patient was tested using the meter and test strip lot 35349723, resulting with a value of 5.1 inr. The patient believed the laboratory value to be correct and believed the meter values to be inaccurate. The patient's doctor advised her to hold her coumadin medication based on the laboratory value of 3.77 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently feeling fine. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per week. The patient had no hematocrit issues. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. On (B)(6) 2019, the patient started a new medicine bethanechol for gastroesophageal reflux disease. The patient has had no changes in diet, no additional illnesses, and no bleeding. The patient has a bruise, but did not receive medical treatment for it. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.